Event description:
It was reported that post chronic catheter placement procedure via the intraperitoneal, the solution allegedly could not flow in. It was further reported that the patient experienced pain and was noted to be tired. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I implantable port, hickman single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I implantable port, hickman single-lumen, 9.6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: the bardport, slimport, and x-port implantable ports are implantable access devices designed to provide repeated access to the vascular system. Port access is performed by percutaneous needle insertion using a non-coring needle. The system consists of two primary components: an injection port with a self-sealing silicone septum and a radiopaque catheter. All materials are biocompatible and can be used with virtually all injectable solutions. For implantable ports with groshong catheters, the groshong catheter valve helps provide security against blood reflux and air embolism into the port/catheter system. The groshong catheter may be flushed with normal saline, and it does not require heparin to maintain patency. Indication for use: the bardport, slimport, and x-port implantable ports are indicated for patient therapies requiring repeated access to the vascular system. The port system can be used for infusion of medications, i.v. Fluids, parenteral nutrition solutions, blood products, and for the withdrawal of blood samples. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that sometime post chronic catheter placement procedure via the intraperitoneal, the solution was allegedly could not flow in. It was further reported that the patient experienced pain and was noted to be tired. There was no reported patient injury.